Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm. The patient experienced a skin reaction with redness, inflammation, pustules, and infection at the needle puncture site which occurred on an unspecified day after the wearable had been inserted into the arm. On (B)(6) 2024, the patient went to urgent care for evaluation. The area was cleaned and ¿squeezed out as much pus as possible¿. The patient also had an x-ray done, which was ¿clear¿. The patient was prescribed unspecified antibiotics to take for 7 days. The patient¿s arm was also cleaned and dressed. He was advised to keep the area clean at home. The patient was in ¿good condition¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.